Event description:
A report was received that alleges that the tracheostomy tube caused the pt to develop an ulceration in her trachea. The pt's md downsized her to a narrower od tube to allow the ulceration to heal. No further incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.